Manufacturer narrative:
Zoll med corp has not rec'd the device for eval and this complaint is sill under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device failed to power on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.